Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a laparoscopy, subtotal hysterectomy with bilateral salpingectomy, a drainage of the abdominal cavity procedure, while using the thunderbeat, the generator first displayed an error message, and after pressing the purple button, the thin branch on the ultrasonic probe detached from the instrument. The patient was under general anesthesia, and the procedure was completed with a backup olympus device. The procedure continued and a delay occurred due to the connection of a spare set of tenderbit handles. There was no report of patient harm associated with this event.

Manufacturer narrative:
Updated: b5, g3, h2, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.